Manufacturer narrative:
The device was returned to olympus for evaluation, however the evaluation is pending and the cause of the reported complaint cannot yet be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an ovariectomy procedure, the probe tip broke off the device when it was touched. There was no reported patient injury and no report of any device fragment falling into the patient. The procedure was finished using another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the complaint of probe breakage. The evaluation found the probe tip broken off and missing. The gold insulation on the outer jaw was also flaking off. The teflon pad was worn, but with no exposed metal underneath the pad.